Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is one of three reports (3007042319-2015-01319, 3007042319-2015-01320 and 3007042319-2015-01321 ) submitted for devices related to the same event.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: a00036 (B)(4) (battery), a00036 (B)(4) (battery), 1650de (B)(4) (battery), 1650de (B)(4) (battery). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(6) 2015. Data through: (B)(6) 2015. Normal power consumption; no alarms have been logged in the last 14 days of available data. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Transient alarms often occur at certain times during the day and/or under particular circumstances such as bending over or lying on one side. They usually resolve quickly without problems. X2 the manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (ref 3007042319-2015-01319 and 3007042319-2015-01321) submitted for devices related to the same event. Device has not been received.

Event description:
It was reported from (B)(6) by medical staff that a patient experienced a single beep tone and saw that the power sources change earlier the expected. On some occasions, the battery indicator on the controller turns off, and after some time (a couple of seconds) it turns on again and makes a bleep tone. This also happens while connected on the ac adapter; the power switching does not occur. This even occurs randomly (at home, while shopping, while in bed, mobilizing). Patient says he has no obvious source that could cause signal interference on the controller. The clinical specialist visited the site where all of the patient's peripheral equipment was check for dust (contamination) of the equipment connection. None was found (visual inspection) except on the back-up controller, where dust was found in the pump connector of the controller. Both primary and back-up controller was exchanged along with all peripheral equipment. The controller was exchanged with no reported consequences or impact to the patient. No additional information was reported. This is report 2 of 3.